Event description:
It was reported that during scheduled vena cave filter retrieval procedure, post six months deployment. A snare device was used to successfully capture and retrieve the filter; however, a filter limb became detached during retrieval. The snare device captured and retrieved the detached filter limb embedded in the ivc wall without incident. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One denali filter and a detached filter arm were returned for evaluation. The filter contained 6 legs and 5 arms present and intact. The arm detached at the apex of the filter. The surfaces of the detachment appeared to be rough. The investigation is confirmed for a filter arm detachment. However, based on the info reported, the definitive root cause for this event is unk.